Manufacturer narrative:
To date, follow-up with the field confirmed the physician has elected to not intervene at this time. As no further information concerning this report is expected, our investigation at this time is complete. This investigation will be updated should further information be provided at a future date.

Event description:
Boston scientific received information that during a routine clinical follow-up, low out of range pacing impedance values along with system noise, was exhibited with this right ventricular lead. All other measurements were observed in range and it was possible to recreate electrogram noise with arm movements. The patient was referred for a fluoroscopy, at which time the physician suspected a lead integrity issue. Surgical intervention has been planned; however, no adverse patient effects were reported.

Manufacturer narrative:
Following receipt of new information, this event will be further updated.